Manufacturer narrative:
The device was returned to olympus for evaluation. The user facility report was confirmed, and it was found that the lamp does not have efficient thermal paste applied. Additionally, the device was found to have a cracked front panel and cosmetic wear and tear. The device was equipped with required part replacements and the unit passed functional testing. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported, during preparation for use, the main lamp went dim then switched to the spare lamp on the clv-190. There was no patient involvement associated to this report.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. Reported failure of the device is that the device switches to emergency light approximately 30 seconds after turning on the power (the lamp has just been replaced). Upon inspection and testing, it was observed that a lamp not specified by olympus is used and application of heat compound is insufficient. Incidental findings were front panel cracks (along scope socket housing bottom) and the version of the power switch is old. The root cause for the device switching to emergency lamp was not identified. The reason why the olympus non-specified lamp is used is presumed to be that the user did not notice (or ignored the description) the description in the instruction manual, and installed a lamp (non-specified product) other than the one desired. In addition, it is considered probable that the lamp became hot about 30 seconds after the power was turned on because the application of the heat compound was insufficient, and the temperature switch was activated, and the main lamp was turned off for the control circuitry of clv-190 and the emergency lamp was turned on. The damage to the front panel could have been caused by a strong impact. It is likely that the device did not need any repairs until now, as such, the opportunity to update the switch was not created. The instructions for use includes the following statements: ¿ the instruction manual for the replacing of the light lamp states the following. Never install a lamp that has not been approved by olympus. The use of a non-approved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. ¿ the instruction manual for the handling of the equipment states the following. Do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur.